Event description:
Boston scientific received information that this device had been experiencing some issues with transtelephonic monitoring (ttm). The patient was brought into the clinic and the device was found to be in reset parameters. The patient reported having cataract surgery and has been feeling odd since surgery. Additionally, there has been some atrial noise in the past. The physician suspects it is electromagnetic interference (emi) due to the tools he uses as the noise has never been reproducible. A download of device data was performed and reviewed by a boston scientific engineer. The device remains actively implanted at this time. No adverse patient effects have been reported.

Event description:
--

Event description:
--

Manufacturer narrative:
A review of the downloaded information noted 120 cold resets and the last one was caused by a rate fault reset and it also indicated a memory error in the permanent parameters. The device appears to have just reset based on the daily measurement index being 0 which means they are cleared. The most recent battery status indicates the device hasn't started taking battery measurements after the reset. An additional data download was performed and it was confirmed that the device has not had any additional resets and they remain at 120. The device indicates battery measurements have started and the last one should place the gas gauge at 20%. The device indicates it has about 1.5 years of longevity until elective replacement indicator (eri). The device is included in the insignia microcrystal failure mode 1 population ((B)(6) 2005). However, the data in the device is inconclusive if the resets were caused by the failure mode. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was returned and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The device was subsequently explanted for elective reasons two months later. The device was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Engineering analysis found that this device has cold reset 120 times and the last one was caused by a rate fault reset. It also indicated a memory error in the permanent parameters. Initial testing found that the device communicated normally and had normal pacing and sensing. The real time clock was found to have lost more time than specification allows. Microscopic analysis of the microcrystal component found a mobile piece of foreign material (fm) within the crystal cavity. These loose particles can stop the crystal from oscillating which in turn causes rate fault resets, lost time off the real time clock, no output and no telemetry. The crystal can start oscillating again when the fm moves away from the crystal tines and normal function can resume. No other adverse events have been reported. This product issue will be updated if additional information is received.